Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead had an alert for high out of range shock impedances greater than 200 ohms nine months ago. It was noted that the impedance had been consistently high out of range since the alert. The device was reprogrammed rv coil to can and the impedances values were down to 83 ohms, and the physician was going to discuss with the electrophysiologist. The system remains in-service, and no inappropriate therapy was delivered. No adverse patient effects were reported.